Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose (bg) level that was "high" per continuous glucose monitor readings. Customer also reported moderate ketones, dry mouth, and feeling generally unwell. High bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.